Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient if it was needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and confirmed the reported issue of the device not powering on and showing three illuminated icons in the readiness display. Stryker determined the cause of the reported issue to be the expired charge-pak. Stryker archived the device, and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient if it was needed. There was no patient involvement reported during the event.